Event description:
It was reported that a patient underwent a primary breast augmentation surgery with a left-sided 550cc mentor memorygel breast implant and a right-sided 600cc mentor memorygel breast implant. Post-operatively, the patient underwent an unspecified breast revision surgery. During the revision, it was discovered that the patient¿s left prosthesis was ruptured. As a result, the patient underwent bilateral removal and replacement with 585cc mentor memorygel boost breast implants on december 11, 2023. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 09, 2024, mentor received a device for evaluation that differed from what was initially reported. On january 15, 2024, mentor became aware that the patient experienced bilateral ptosis. As such, a second file was generated to document the patient's right prosthesis. Refer to manufacturing report number 1645337-2024-01257 for the contralateral event. On january 22, 2024, mentor received clarification regarding the returned device. The impacted product was identified as a 600cc mentor memorygel breast implant. As such, the device identity was updated with the following information: lot: 5622893, catalog: 3506004bc, serial: (B)(6), expiration date: 8/04/2010, UDI: (B)(4), device manufacture date: 8/04/2010. A manufacturing record evaluation (mre) was performed for the updated lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On january 31, 2024, mentor completed a a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two (2) parts. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).